Event description:
It was reported that there was a reservoir leak. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a cracked tank cover, a noisy pump, stained float switch and reservoir, wear and tear damaged block assembly, line cord, pole clamp, and front cover. The customer stated problem was duplicated, the device is leaking from the bottom right of the tank cover confirming the customer complaint. Replaced: float switch, pump, enclosure, tank cover, line cord, pole clamp, block assembly, and front cover. The cause of the reported problem was traced to customer damage of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.